Event description:
Related manufacturer reference number: 2017865-2023-18276. It was reported that the patient presented for a lead revision procedure. The right atrial and ventricular leads exhibited over-sensed noise and low pacing impedance. The leads were extracted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of sensing noise and low pacing impedance were confirmed. As received, a partial lead was returned in one piece. Electrical testing found a short between conductors. Visual inspection of the lead found clavicular crush fracturing and insulation damage. The cause of the reported events was due to fractured outer coil and damaged inner and outer insulation consistent with clavicular crush.